Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the keel tip on the distal end of the scope came off.

Event description:
It was reported that the keel tip on the distal end of the scope came off.

Manufacturer narrative:
"This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure keel tip missing was confirmed. According to henke: visual inspection: outer tube needed level 3 repair due to having missing keel and dent damage. Functional inspection: the scope was evaluated and it had missing keel, fiber damage and dent damage based on previous complaints, a possible root cause for this failure is: scope distal tip keel was missing, fiber damage and damaged outer tube occurred during use / handing by the customer. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.